Manufacturer narrative:
(On b)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. The imaging system door fails to close. Door rotor found out of alignment with dingus. Realigned rotor and verified system functions as intended. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that while the site was performing emergency door open training on their imaging system, the door would not close. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.